Event description:
It was reported that the power inlet shorted out because the nursing staff moved the bed without detaching the power cord. There was patient involvement but no adverse consequences were reported.